Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The x-rays provided show three conformexx stents, which were placed overlapping in the sfa. In the two proximal stents an irregular strut formation can be recognized; however, no fractures could be detected. The deviation of the stent strut formation was caused by the force that impacts on the stent during or after placement. Such forces are known, especially in the sfa, and increase with the length of the stented area. They are especially high if more than two stents have been placed in overlap. The IFU supplied with this product states the following precaution: do not overlap more than two stents. The results of the investigation are inconclusive. The reported defect could not be confirmed. This application represents an off-label use, as the conformexx biliary stent is indicated for the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported that 7 1/2 months ago, three stents were implanted in the patients right sfa for stenosis. The patient was symptomatic and it was discovered that two of the three stents had fractured and the stented site had clotted. A pta procedure was performed, but the outcome is not known.